Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the audio bolus button came off the pump on (B)(6) 2013. The reporter denied moisture exposure since the button came off. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged audio bolus button issue remained unresolved with troubleshooting.